Event description:
A doctor's office alleged that a patient had experienced the loss of a restoration approximately two (2) days after placement with the maxcem elite yellow.

Manufacturer narrative:
Specific information with regard to the patient's weight was not provided. The doctor cleaned out the crown and re-cemented it using a different product, without further incident. To date, the patient is doing fine. The product was returned and evaluated, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process.